Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, there is a possibility that the air/water nozzle was clogged with foreign material because the debris was mixed into the air/water channel due to damage to the product (valves, silicon tubes, etc.) Used in combination with the endoscope. -from the inspection result of the device, it was confirmed that the air/water nozzle was clogged with hard foreign material of light yellow and was not deformed. -in past similar cases, it was surmised that the cause was that the product (valves, silicon tubes, etc.) Used in combination with the endoscope was damaged and the damage was mixed into the air/water channel, causing the air/water nozzle to be clogged. The instruction manual states that the air/water nozzle at the distal end of the endoscope¿s insertion section should be checked for irregularities, and the air-feeding function and the objective lens cleaning function should be checked. Therefore, the user can properly detect the reported event by following the instruction manual. The device was repaired on may 14, 2021. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). According to the information provided by olympus (B)(4), the air/water nozzle was not deformed, the color of the foreign material was pale yellow, and the tactile sensation was a little hard. Also, the device was repaired on may 28, 2021. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because the air/water nozzle was found to be still clogged with foreign material after reprocessing. The user reported that the reprocessing was performed in the correct procedure. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that the air/water nozzle was clogged with foreign material such as water scale.